Event description:
A consumer reported being unable to read following bilateral intraocular lens (iol) implant surgery. She stated that the surgeon gave her a vision test and found an area of concern. Ther are some sensitive areas in the retina that could be affecting her near vision. Additional info has been requested. There are two medical device reports associated with this event; this report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 01/05/2010 and 01/15/2010 by fax, mail and phone. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).